Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was in bed and just turned the lights out to go to sleep when alarm sounded. The patient remained well and all parameters were within normal range. Modular cable had kink, which had been straighten out about 2 months ago and reinforced with recue tape. The patient secured it since then so it would not kink. The log file confirmed driveline power a fault alarms on (B)(6) 2026. Modular cable and system controller were exchanged. The exchange was uneventful and alarm had cleared. The additional event log file confirmed the driveline fault alarms did not return post the exchange. The log file data used to trigger the driveline power faults had reduced from 100 ma to 7 ma. It was later reported that the patient experienced a driveline communication fault alarm at approximately 1:30 a.m. On (B)(6) 2026, while sitting and watching television. The patient remained clinically stable at the time of the alarm. Log file analysis confirmed the presence of driveline communication fault b on the same date. In response, the patient underwent a modular cable exchange, a system controller exchange, and 15 power cable changes. Following these interventions, the driveline communication alarm fully resolved, and subsequent log file review confirmed that communication fault b did not recur. Inspection of the inline connectors revealed evidence of water ingress and corrosion. As a result, driveline cleaning was performed on (B)(6) 2026.